Manufacturer narrative:
Analysis of the returned device indicated that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.25¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 4th proximal valley while moving in a ccw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the tip of the blade snapped off and flew across the floor when using the debrider in oscillate mode on cartilage. The staff spent 40 minutes looking for the tip, which was found and sent for analysis. It was noted that no patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.